Event description:
It was reported that due to a trauma, fragments of the implant (which was inserted in a prior surgery) migrated within the patient's body.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that due to a trauma, fragments of the implant (which was inserted in a prior surgery) migrated within the patient's body.

Manufacturer narrative:
The reported event could not be confirmed, because no pictures of the reported event were provided. The reported event was discussed with related stakeholders. Indications for any material, manufacturing or design related issues were not determined within the investigation. Therefore, no preventive and/or corrective action is deemed necessary at this time.